Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed smoke or hot burn on the power connector +5 volt wire. The ps2 power supply was recommended for replacement to the customer. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited errors and locked up. No patient serious injury or death was reported related to this event.